Event description:
Same case as 6000093-2006-00452, and 6000089-2006-00440. It was reported that 2 hours after a coronary artery drug eluting stenting treatment procedure the pt experienced a stent thrombosis (st), and underwent a target vessel reintervention (tvr). The index procedure treated the proximal right coronary artery (rca). The physician predilated the lesion prior to placing three taxus express2 8.8% drug eluting stents. The stents placed were a 3.0 x 12 mm, a 3.0 x 16 mm, and a 3.0 x 28mm. Two hours post index procedure the pt experienced chest pain. It was determined that a stent thrombosis occured and a tvr was performed. The physician performed plain old balloon angioplasty and placed another unk stent to resume blood flow. The pt was noted to be in good condition.